Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed 'system error, out of service, revert to manual CPR' error message" was confirmed based on the archive data review and during functional testing. The root cause of the system error was the defective drive train motor, likely as a result of normal wear and tear. The autopulse platform was manufactured in october 2011, and it is over 9 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform revealed a cracked front enclosure and a cracked top cover at the front-end area, unrelated to the reported complaint. The root cause of the cracked top cover could be due to normal wear and tear. The cracked front enclosure is attributed to user mishandling, as it was last replaced in 2018 for the same issue. The top cover and front enclosure were replaced to address the observed physical damages. A review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message to have occurred around the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. The investigation revealed that the drive train motor brake assembly air gap was too wide, measured at 0.013", out of the specification (0.008" ± 0.001"), which caused the ua139 error. The brake gap could not be adjusted and continued to open out of specification. Further investigation found that the two motor shaft dimples had widened/worn out. In addition, the conical tip of the two m3-.5 x 4mm set screws were worn out and would not lock into the drive train motor shaft dimple locking well and caused the brake to disengage. The drive train motor assembly was replaced to address the ua139 error. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) was successfully used to resuscitate a patient in cardiac arrest. Later, during device check, the autopulse platform displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.